Event description:
Received information the ins displayed the end of service message one month post implant. According to the patient's programming the battery should have had 7-8 months of use. The manufacturer's representative was unable to interrogate the device and unable to restore stimulation for the patient. The device was replaced with a rechargeable battery. No patient injury was reported and the patient recovered without sequela.

Manufacturer narrative:
(B)(4): analysis result were not available at the time of this report. A follow-up report will be sent when analysis is completed.